Event description:
Patient with a heartmate iii left ventricular assist device with chronic pseudomonas infection and several episodes of pseudomonas bacteremia was admitted due to worsening of infection progression to the mid-sternal area. Surgical incision & drainage were required, an infected hematoma was removed and a sternal wire was visible and removed. The infection was thought to be contained in the area above the sternum. Patient was discharged with a course of antibiotics to include oral vancomycin (c. Difficile prophylaxis), zosyn, and oral cipro.